Event description:
It has been reported to philips that x-ray was not working and the message "x-ray not possible. Close the door" was prompted. The user performed a few warm restarts, but the issue was not resolved. The system was in clinical use for a treatment procedure. The available information does not indicate how the procedure was completed. No harm has been reported to philips. A philips remote service engineer contacted the customer. The customer confirmed that the door was closed and that despite that the message was prompted. The system log files were analyzed remotely and analysis showed that a faulty door contact was the most probable cause. The door contact will prevent x-ray from being initiated when the door is open. The remote engineer disabled the door contact function in the configuration settings, to ensure that the system could be used. The customer confirmed that after updating the configuration settings and restarting the system, the system was returned to working order. Philips has started an investigation. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the system log files showed a malfunctioning door contact. The philips engineer re-configured the door contact as disabled, performed the warm reboot, did a functional test which resolved the issue temporarily. As a troubleshooting action fse locally purchased and changed the x-ray disable key switch and tested the device. After that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.